Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint were confirmed. The device's sensor board and internal battery were replaced to address the issue.

Event description:
The MFR received info alleging a "service required" alarm condition occurred and the ventilator failed to charge its internal battery. There was no harm or injury reported.